Manufacturer narrative:
Additional information was added to d10, h3, and h6. H10: the device was received for evaluation. A visual inspection was done which observed the burette was bulging and that there were cracks in the transparent part. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date and month of year 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the burette of a buretrol solution set was cracked. This occured during patient infusion while using the unspecified infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.